Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild to moderate central aortic regurgitation was not treated due to significant calcium extending into the left ventricle (lv). The proctor deferred against a balloon aortic valvuloplasty (bav), expecting the regurgitation would improve. Over six weeks post-implant the physician mentioned that the patient was not doing well and had been admitted to the hospital twice since the valve implantation. The physician stated that the patient had an increase in aortic regurgitation (ar) and mitral regurgitation (mr) due to a low implant position of the valve; the corevalve cage was impinging on the mitral valve, causing the mr to increase to severe, and therefore increasing the ar. Eight weeks post-implant, surgery was performed to replace the patient's aortic, mitral, tricuspid, root, and ascending aorta via coronary artery bypass graft (CABG). The valve was explanted and discarded by the customer. Nine weeks following the index implant procedure the patient died. The cause of death was multi-system organ failure. There is an allegation that the valve function caused or contributed to the death, as the patient was left with regurgitation after the valve implant. An autopsy was not be performed.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak at implant can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions; in this case the physician stated that the implant of the device was low, which could be a contributing factor to increase aortic insufficiency/regurgitation. The report of death nine weeks post-implant was ascertained to be due to multi-system organ failure. With the limited information available, a relationship between the device and the patient death are unable to be established, considering the patient underwent a coronary artery bypass graft eight weeks after implant of this device.

Manufacturer narrative:
The product was discarded by the customer, therefore no product analysis can be performed. A supplemental report will be filed upon completion of medtronic investigation. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.